Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient had been hospitalized on (B)(6) 2018 for pneumonia. The pdrn stated the patient did not have any history of pneumonia and no additional information was available at this time. Additional information and medical records were requested.

Manufacturer narrative:
Upon further follow up the peritoneal dialysis registered nurse (pdrn) stated the patient was admitted to the hospital with a principle diagnosis of extensive bilateral pneumonia with secondary diagnosis significant for acute on chronic systolic congestive heart failure. The patient¿s sputum culture was positive for mixed flora and the organism was unknown. The chest computerized tomography scan revealed the presence of moderate bilateral pleural effusions, suggesting a possibility of asymmetrical pulmonary edema with incidental finding of mild ascites with small amount of pneumoperitoneum. During the hospitalization the patient was treated with intravenous (IV) antibiotics cefepime 1 gram IV every 24 hours and vancomycin 500 milligram (mg) IV every 72 hours and 250 mg orally 2 times daily. The pdrn further reported that the patient underwent peripherally inserted central line placement in the right upper extremity. The patient physical exam was negative for edema and adventitious lung sounds. The patient was discharged from hospital on (B)(6) 2018 and has continued peritoneal dialysis therapy and antibiotics course of cefepime and vancomycin. The patient was reported to be recovering and continuing peritoneal dialysis therapy. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is a possible temporal relationship between continuous cycling peritoneal dialysis (ccpd) treatments with the liberty select cycler and the patient¿s pneumonia requiring inpatient hospitalization. The etiology for the patient¿s pneumonia is unknown. There is no reported allegation or objective evidence that indicates a liberty select cycler malfunction that may have been a possible causal factor in the patient¿s pneumonia.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient had been hospitalized on (B)(6) 2018 for pneumonia. The pdrn stated the patient did not have any history of pneumonia and no additional information was available at this time. Additional information and medical records were requested.